Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection and flow testing were performed. No malfunctions were identified. The reported problem was not confirmed. A follow-up report will be submitted should additional relevant information become available upon completion of baxter's investigation.

Event description:
It was reported that a large volume infusor would not infuse. The device contained 3000 mg of 5-fu with 250 ml of d5w. This malfunction occurred during infusion. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual and functional testing could not confirm the reported condition, hence no cause could be determined. Should additional relevant information become available, a supplemental report will be submitted.